Manufacturer narrative:
Updated to indicate manufacturing date UDI # removed and date of manufacture was added. Device serial number:(B)(6) has a date of manufacture of 14 dec 2006 and was not subject to UDI requirements."

Event description:
It was reported to vyaire medical that the ltv 1200 had stopped working and that there had been no audible alarm. Furthermore, the end user provided bvm ventilation to the patient and changed the ventilator out without any harm reaching the patient.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the service technician was able to duplicate the reported issue.further investigation revealed that the power board is creating the non conformance. As a resolution, the power board will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.